Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s implantable neurostimulator will be explanted on (B)(6) 2019, and that their battery was dead so a new one was implanted on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that the patient's ins was dead and they couldn't communicate with the ins. The ins died a month ago. No symptoms or further complications reported. Additional information was reported that the cause of the patient's ins battery issue was that the battery "died of old age". The patient has a scheduled replacement surgery. No further information was reported.